Event description:
It was reported that the pump touch screen was on, but the display remained black. Customer's blood glucose was 183 mg/dl. The customer reverted to an alternate method insulin therapy.